Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. A review of the instrument history revealed that the device was returned for serviced (B)(6) 2014 due to damage found on the bending section causing the device to fail leak testing. The exact cause of the patient's outcome cannot be conclusively determine at this time. If additional information becomes available at a later time these reports will be supplemented.

Event description:
Olympus was received a medwatch stating "patients contracted extended spectrum beta lactamase producing e coli infection after having an ercp procedure. There is a known infection risk from this procedure and the manufacturer of the scope and the FDA are aware of this risk. Work continues with the vendor and the FDA regarding their recommendations for the cleaning process of the scope." Olympus followed up with the user facility to obtain additional information regarding the reported event via telephone and in writing but with no results.